Manufacturer narrative:
(B)(4). The device was manufactured january 7, 2015 ¿ january 8, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a small volume intermate. This was noted before patient use. The device had been filled with tobramycin. There was no patient involvement. No additional information is available.